Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and discolored display, an unresponsive contrast button, a missing contrast button contact and contamination under all keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the text on the display screen was observed to be dim, faded, and discolored at the maximum contrast setting. Unrelated to the display issue, the keypad cover was observed to have multiple tears along the length of the cover exposing the button contacts. Testing confirmed that there was no response to button presses on the contrast button. The up, down and ok buttons responded appropriately to testing. The keypad cover was removed to check the condition of the button contacts; the contrast button contact was observed to be missing and contamination was present under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).